Event description:
It was reported that a patient underwent an inflatable penile prosthesis (ipp) revision procedure. During surgery, fluid loss was confirmed; however, its source was not identified. The existing cylinders and pump were removed, the reservoir was left implanted; and a new entire ipp was implanted. No additional patient complications were reported.